Event description:
The explanted lead was analyzed by MFR. The complete lead assembly was returned for in two pieces. Setscrew marks were seen on the connector pin, thus providing add'l evidence of proper contact between the setscrew and lead pin. Spiral appearance was seen along the lead assembly. The lead coils appear to have been stretched and retracted. Abrasion on the outer silicone tubing was seen at approximately 15, 18, 24, 29 and 31cm from the connector boot. Abrasion most likely caused by a tie-down was seen at approximately 31cm from the connector boot. Incisions on the outer silicone tubing were seen at approximately 29 and 34.5cm. The incisions did not reach the inner tubing or lead coils at these locations. An incision on the silicome tubing of positive coil was seen near the anchor father. Also, incision on the tubing of the negative coil was seen past the anchor tether. The anchor tether suture is partially detached from the silicone helix. The suture detachment was most likely the result of the force exerted during manipulation of the helix. The closest electrode to bifurcation shows bends on the electrode ribbon and partial detachment from the silicone helix. The furthest electrode ribbon shows partial detachment from the silicone helix. Furhter inspection of the lead assembly identified a break on the negative coil at approximately 2cm past he electrode bifurcation. A suspected break was identified at approximately 2.5cm from the connector bifurcation on the same coil. The coil was exposed to perform add'l inspection. During this inspection a partial break was identified at 2.5cm past the electorde bifurcation. A continuity check using a mulfimeter was performed on the lead portions returned. No other discontinuities were identified on the lead portions returned. Scanning electron microscopy at thie coil break area was performed. The appearance of the coil ends shows that pitting or electro-plating conditions have occurred. Due to mechanical distortion and metal dissolution, the fracture mechanism cannot be ascertained. Inspection of the partial break showed that two wires were broken. One of the broken wires show characteristics of a stress-inducted fracture. Also, the appearance of the wires shows that pitting or electro-plating conditions have occurred. Due to mechanical distortion, the fracture mechanism of the other wire cannot be ascertained. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting on the broken coil wires; however, a conclusive determination cannot be made whehter the stimulation was flowing at the exact time of fracture. The concomitant device was also returned and analyzed. The pulse generator met visual and electrical test specifications.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. It was reported that the pt experienced a fall approximately one month prior, after which they began experiencing grand mal seizures again, instead of their usual petit mal seizures. Review of x-rays did not reveal any obvious discontinuities in the vns therapy system. Both the lead and generator were replaced. During vns therapy system replacement surgery, the original lead and generator appeared to be properly connected. Device diagnostic testing of the original pulse generator alone was within normal limits, indicating a likely problem with the original bipolar lead. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Lead break is suspected, presumably as a result of the fall experienced by the patient.